Manufacturer narrative:
The device was evaluated by the returns department which found that the right assist rail was received in two separate pieces as the weld had broken and had two heavy scratches on the tubing.

Event description:
Per contact the bed was being used normally and the rail broke off of the bed on a weld. The damage is to the rail itself, not the bed or the bed frame. Per contact "the square tube separated from the metal".

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Per contact the bed was being used normally and the rail broke off of the bed on a weld. The damage is to the rail itself, not the bed or the bed frame. Per contact "the square tube separated from the metal".